Event description:
It was reported that after a tonsillectomy/adenoidectomy surgery, one and a half hours after the patient recovered from anesthesia, a secondary hemorrhage occurred. The patient had to be immediately sent back to operating room and received an emergency surgery to stop bleeding.

Manufacturer narrative:
The devices, used in treatment, were returned for evaluation. There was no relationship found between the returned devices and the reported incident. Visual inspection under magnification shows minimal electrode wear with dried tissue/blood present on and under the electrodes on both returned devices. There are no manufacturing abnormalities visually observed with the returned wands. The wands were first connected to a compatible patient cable then connected to a compatible controller and activated in a beaker of saline solution at the default and max settings and performed as intended. The saline and suction lines were tested and both performed as intended. The complaint could not be verified as functional testing concluded that the returned devices performed as intended. The root cause could not be determined with confidence as several factors could contribute to the post-operative bleed such as: it is possible that the suction pressure at the customer¿s facility may have not supplied enough pressure in order to excavate blood and tissue which will cause the tip to clog; therefore, decreasing the functionality of the wand, health of patient, or certain medicines and/or bleeding disorders that are known to reduce the body¿s ability to clot. Another factor unrelated to the manufacture or design of the device which could have contributed to the reported event is the controller which was not returned for evaluation. There were no indications to suggest the devices did not meet product specifications upon release into distribution.